Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing disconnected. Tandem's technical support was unable to confirm if the disconnect occurred at the luer lock or at the tubing. Customer's blood glucose level was not impacted. The customer changed the supplies and resumed insulin delivery.